Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s email address is not provided / unknown.

Event description:
It was reported that the screw at tooth site #36 loosened. Patient called complaining of discomfort. Crown and screw were loose so dentist removed the restoration and placed the encode back on the implant. Symptoms as a result of the event: pain

Manufacturer narrative:
This report is being submitted to report additional information.

Event description:
No additional or corrected information to report.